Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer's site. The cse replaced the aspirate 1 pinch valve, reagent 1 and reagent 2 probe, and aspirate 4 probe. The cse then verified the reagent probe alignments. The cse calibrated the instrument and ran quality control (qc). The cause of the discordant, falsely elevated cardiac troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin (tni-ultra) result was obtained on a patient sample on an advia centaur xp instrument. The falsely elevated result was reported out to the physician(s). The physician questioned the result and the sample was retested on an alternate advia centaur xp instrument, resulting lower. A corrected reported was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, elevated cardiac troponin result.